Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient was admitted for transcatheter aortic valve replacement (tavr). The patient had a known history of aortic insufficiency. According to the account, the patient was hospitalized with no symptoms and for heparin bridging and monitoring of bleeding from groin site. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU (rev. C) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for transcatheter aortic valve replacement (tavr). The patient had a known history of aortic insufficiency pre-left ventricular assist device (lvad). It was communicated that it was unknown if the aortic insufficiency in this event was thought to be device or therapy related. The patient was hospitalized with no symptoms and for heparin bridging and monitoring of bleeding from groin site.